Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy, and the patient subsequently passed away. The cause of the peritonitis was not reported. It was not reported if the patient was hospitalized for the event. Treatment details were not reported. On an unknown date that same month, the patient¿s pd catheter was removed; and, that same month the patient was switched to hemodialysis. The patient did not recover from the peritonitis event. The patient was hospitalized for worsening peritonitis and other unrelated indications approximately three months later. While hospitalized, the patient was treated with unspecified intravenous antibiotics (drug name, dose, and frequency not reported) for worsening peritonitis and other unrelated medical conditions. The patient died one month after hospitalization. The cause of death was reported due to worsening peritonitis and other unrelated medical conditions. An autopsy was not performed. No additional information is available.

Manufacturer narrative:
(B)(4). The date of the event was reported as ¿unknown date in (B)(6) 2014¿. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.